Event description:
The customer reported that during a radical cystoprostatectomy, the device was used to seal and the tissue stuck to the jaws. The surgeon removed the device from tissue and oozing was noted. The surgeon opened another instrument and successfully completed the procedure. The customer reported there was no patient harm.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.